Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product had a cuff inflation/deflation issue pre-operatively. The cuff was tested by blowing it with air. There was no patient involvement.